Event description:
Facility biomed reports dose rate needs adjusted, going over 10r/min.

Manufacturer narrative:
Field service engineer(fse) found the fluoro dose was reading 10.2 r /min adult and 4.66 r/min child. E17 was originally set at 145 and adjusted e17 to 143. The new fluoro adult dose reading was at 9.3 r/min after calibration. The 10.2 reading by fse on this investigation being barely above 10r suggests the difference from previously set value, is within the tolerance of the meters used which are +/- 5%. Fse performed system check using service checklist, and returned unit to full service.